Event description:
The initial oxygen reading was 82% which should have produced an "alarm" but wasn't mentioned with initial complaint. The repair statement indicates that a leak from a defective hose clamp on the manifold lead to the low o2 reading.